Manufacturer narrative:
An event regarding damaged threads of a trident acet window trial 50mm was reported. The event was confirmed. Device evaluation and results: device was not returned however, visual inspection of provided images confirms the reported thread damage of device. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who rejected for a medical review and indicated provided x-ray was not related to the reported event. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no similar previous reported events. Conclusions: visual inspection of provided images confirms the reported thread damage of device. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed. The provided medical information was submitted to a consulting clinician who rejected for a medical review and indicated provided x-ray was not related to the reported event. If additional information are received, this investigation will be reopened and re-evaluated. Not returned to manufacturer.

Event description:
Surgeon reamed to a 50, trialled a 50 window trial and the thread came out of the window trial. This meant it was difficult to get the trial window out of the patient. It took the surgeon an extra approx 10-15 minutes to get the trial out. The surgeon ended up using a bone hook and a bone punch to remove the liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reamed to a 50, trialled a 50 window trial and the thread came out of the window trial. This meant it was difficult to get the trial window out of the patient. It took the surgeon an extra approx 10-15 minutes to get the trial out. The surgeon ended up using a bone hook and a bone punch to remove the liner.